Event description:
Material no.: 309628 batch no.: 5075578. It was reported that during use of the bd syringe luer-lok¿ tip there was a white precipitate that formed after the product was drawn up with the syringe. The following information was provided by the initial reporter: per email: the reporter stated a 1mm by 3mm white precipitant that formed after the product was drawn up with the supplied filter needle and syringe. The isolated foreign matter was observed to be white in color with dimensions of approximately 5 mm in length and 3 mm in width. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection (atr) mode of the lumos fourier transform-infrared (ft-ir) spectrometer (bruker). A similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the opus library spectra. The best matches obtained were highly softened foam sympatex white and diisodecyl phthalate.

Manufacturer narrative:
Investigation: two photos of a loose 1ml syringe were received and evaluated. One photo displayed the syringe next to a glass medication bottle and the medication packaging. One photo showed a close-up image of the syringe with 0.1ml of fluid and a loose small white foreign matter particle in the fluid path. It appears to be the plastic tip of a plunger rod from a different syringe and is larger than level 2 in size, which is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309628, batch no.: 5075578. It was reported that during use of the bd syringe luer-lok¿ tip there was a white precipitate that formed after the product was drawn up with the syringe. The following information was provided by the initial reporter: per email: the reporter stated a 1mm by 3mm white precipitant that formed after the product was drawn up with the supplied filter needle and syringe. The isolated foreign matter was observed to be white in color with dimensions of approximately 5 mm in length and 3 mm in width. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection (atr) mode of the lumos fourier transform-infrared (ft-ir) spectrometer (bruker). A similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the opus library spectra. The best matches obtained were highly softened foam sympatex white and diisodecyl phthalate.